Event description:
During follow-up, the device was observed to reach elective replacement indicator (eri) level prematurely. The physician suspected premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further battery evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity.